Event description:
It was reported the device silicone is brittle on the right, upper stem valve. The spiral can be seen. No patient injury reported.

Manufacturer narrative:
No lot number was provided; therefore, device history record review could not be completed. A product sample was received for evaluation. During the visual inspection, it was observed that shaft was deformed and had a split the deformed part. In attempt to reproduce the failure mode a sample was taken from process. Then, the tube was turned with the hands. After rotating the tube, it was seen that the tube was deformed in a similar way to sample received. Also, it was found a split in the deformed part of the tube. A review of the manufacturing process for was conducted by quality engineer in order to verify that there are no situations or practices that could create the event. No discrepancies were found. After a review of the different verifications that are performed during the manufacturing process to detect damage components, the most probable root cause is that damaged occurred after the product left the manufacturing facility. As a preventive action manufacturing personnel was notified by the area trainer as awareness of the failure mode reported by the customer. This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). No information available to date.